Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had recurring no delivery alarms on their insulin pump. Customer's blood glucose was 122 mg/dl. Troubleshooting found insulin was not able to exit during a fixed prime or manual prime. It was also found insulin was able to exit with a new infusion set. Customer also reported blood at their site. Customer declined to troubleshoot for blood at site. No additional info provided.